Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the reported phenomenon was duplicated. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that after the repair, the user checked leak of the subject device and found that some oily material came out from the air/water nozzle of the subject device. The user replaced the device with another device to complete the procedure. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. The olympus local service department found that the reported phenomenon could not be duplicated. Since abnormality of the device was not confirmed at inspection of the olympus local service department, the oily material was not originated from the subject device. Omsc surmised that the reported phenomenon occurred due to the following causes. The oily material (e.g. Silicone oil) accidentally adhered to the distal end. The oily material was detected during leakage test performed by the user.